Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/16/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one photo and eight unused units, three within opened packaging and five within sealed packaging. During the visual/microscopic examination it was observed that the needles were discolored along the shaft, but no foreign matter was present. The reported defect was confirmed. Further investigation of the needles revealed the discoloration was most likely related to a high presence of nitrogen that occurred during the annealing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter contamination. The following information was provided by the initial reporter: when staff inserted g22 iag-bc and noticed that the introducer needle looked dark and rusty??? Other iag-bc also opened and compared.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter contamination. The following information was provided by the initial reporter: when staff inserted g22 iag-bc and noticed that the introducer needle looked dark and rusty? Other iag-bc also opened and compared.